Manufacturer narrative:
Vyaire complaint number (B)(4). Vyaire technical support team arrived at site and checked unit operation. The reported error was verified in events log and the technical support duplicated the issue. However, they were unable to calibrate transducers. The main board & turbine were replaced. The unit had passed all testing and calibrations.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical when vela ventilator unit turn on it gives the motor fault message. The reporter confirmed that there is no patient involvement associated on this event.